Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain: yes/ my stomach feels and look like I am pregnant"). The patient was treated with surgery (surgery to remove her essure coils performed on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, rash and abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic discomfort, pelvic pain, rash and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2006: results: were properly placed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: weight gain: yes/ my stomach feels and look like I am pregnant. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain: yes/ my stomach feels and look like I am pregnant"). The patient was treated with surgery (surgery to remove her essure coils performed on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, rash and abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic discomfort, pelvic pain, rash and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: results: were properly placed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: weight gain: yes/ my stomach feels and look like I am pregnant. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and uterine perforation ('tubes consistent with essure perforations were noted on both side') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, adenomyosis, uterine leiomyoma, paratubal cyst, menorrhagia, pelvic pain female, adhesion and uterus enlarged. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), rash ("excessive rashes") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain: yes/ my stomach feels and look like I am pregnant"). The patient was treated with surgery (robotic -assisted laparoscopic hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, rash and abdominal distension had not resolved and the uterine perforation and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic discomfort, pelvic pain, rash, uterine perforation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: results: were properly placed. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and uterine perforation ('tubes consistent with essure perforations were noted on both side') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, adenomyosis, uterine leiomyoma, paratubal cyst, menorrhagia, pelvic pain female, adhesion and uterus enlarged. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain: yes/ my stomach feels and look like I am pregnant"). The patient was treated with surgery (robotic -assisted laparoscopic hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, rash and abdominal pain had not resolved and the uterine perforation and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic discomfort, pelvic pain, rash, uterine perforation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2006: results: were properly placed. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received: event 'tubes consistent with essure perforations were noted on both sides', medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain: yes/ my stomach feels and look like I am pregnant"). The patient was treated with surgery (surgery to remove her essure coils performed on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, rash and abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic discomfort, pelvic pain, rash and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: results: were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove her essure coils performed on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, rash and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, pelvic discomfort, pelvic pain and rash to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: were properly placed. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported adverse events including increasingly severe pain/chronic pelvic pain. On (B)(6) 2015, she underwent a surgery to remove her essure coils. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation for her pain was provided. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove her essure coils performed on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, rash and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, pelvic discomfort, pelvic pain and rash to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: were properly placed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaints. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported adverse events including increasingly severe pain/chronic pelvic pain. On (B)(6) 2015, she underwent a surgery to remove her essure coils. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation for her pain was provided. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.